Manufacturer narrative:
Exact date unknown, event occurred in october 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads upn:m365sc2218500 model:sc-2218-50 serial: (B)(6). Batch: 5124153.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a procedure wherein the scs leads were replaced. There were no reported complications postoperatively. The explanted devices were not returned.